Event description:
Cs21 dlu was connected without anvil head to flexshaft. The body of the cs21 dlu was withdrawn and the distal end was resected with competitive device. The trocar of the cs21 was spiked by the remote control and then connected with the anvil. Anvil distance was stopped at 1.7mm upon initial pressing of close button then to 1.5mm upon second press of close button. Fired and sounded unstable. Removed cs21 and observed no donuts in stomach however donuts in esophagus were ok. The anastomosis at gastric tube scopy leaked with no staples present. Two hand sutures were done to repair leak. The cause of the leak occurred from a competitive device since staples were malformed. However, cs21 dlu also had malformed staples but did not cause leak.